Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not impacted. During troubleshooting, the issue was resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.